Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that: centro medullary nail removal. Pfna blade broken cervical cephalic ablation, impossible to remove the nail despite the adapted specific ancillary used as recommended. Clinical consequence: impossible to remove the nail. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. This report is for one unknown unk pfna blade/unknown lot number. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.